Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 at 3:34 pm with blood glucose of 260 mg/dl. The customer¿s blood glucose level at the time of incident was 44 mg/dl. The customer was treated with dextrose. The customer was wearing the insulin pump during the hospitalization. The drive support cap was normal and customer performed displacement test and it passed. The insulin pump will not be returned for analysis.